Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act keypad dome. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Keypad connector found close properly during visual inspection. (B)(4)

Event description:
Customer's mother reported via phone call that customer experienced a keypad anomaly. It was reported that buttons were not responding and were not clicking when pressed. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.